Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient has had their device for 2-3 years for back and leg pain. The stimulation had been working until about 2 months prior to report. The patient reported that the leg and back pain was returning and that she was increasing her stimulation but was not feeling anything at all. There was no stimulation. An impedance test was conducted at 0.50 volts and all impedances were above 10,000 ohms. A test was performed at 1.5 volts and all ohms were above 20,000 ohms. This was mentioned to the surgeon and he decided to take the patient to the theater and check all connections. They disconnected the lead from the battery and tested it separately with a trailing cable and an external neurostimulator and they got the same result. It was mentioned that the patient fell. An x-ray was performed and the lead was in the right place. A lead revision will be performed.

Manufacturer narrative:
Manufacturing site ID updated to (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the lead was tested in theatre with the implantable neurostimulator (ins), as well as with a trailing cable and external neurostimulator (ens). The lead tested with both options above 40,000 hz. The patient fell and due to the fall the lead was damaged. The lead was replaced with a new lead.

Event description:
Additional information received from the manufacturing representative reported that the patient fell very hard in the shower. The patient fell shoulder first to the ground and after that she experienced no stimulation. Troubleshooting was performed and they tested the battery, as well as the leads. The surgeon make the decision to replace the lead. During the procedure it was found that the lead broke off completely. This was the reason for the high impedance. The lead was replaced and the patient was doing great. Stimulation was felt in the right area of pain and the patient was happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.